Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a bad display was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be lines and missing graphics due to a faulty display. The main display was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of bad display. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the ICU department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.